Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 09591, 0001825034 - 2017 - 09592, 0001825034 - 2017 - 09593, 0001825034 - 2017 - 09594.

Event description:
It was reported that during surgery, the sales representative discovered that the femur was packaged in the incorrect size box.

Manufacturer narrative:
After additional review, this follow-up report is being submitted to indicate that this event will be reported on medwatch MFR 0001825034 - 2017 - 09591.